Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend for splashes to the eye by liquid waste while working on the high concentration waste peristaltic pump area of an architect clinical chemistry analyzer. Labeling was reviewed and provides adequate information on biological hazards, troubleshooting and maintenance, and personal protective equipment. Based on the evaluation, no deficiency was identified for the complaint issue.

Event description:
The abbott field service engineer (fse) reported the liquid waste from an architect c4000 analyzer splashed into his eye while attempting to disconnect the concentrated waste pump tubing. Although the tubing was clogged, the pump continued to pump waste through the tube. The fse washed his eye with water, and was tested for (B)(6) and (B)(6). The fse reports he is experiencing no further issues.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.